Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to perform several troubleshooting steps, including disconnecting and tightening the tubing, and delivering a 5-unit bolus. The customer was advised to replace supplies as necessary and resume insulin therapy.